Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2019. International UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's screen was black. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08feb2019. Date rec'd by MFR: 08jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front panel, top cover and user interface assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 06may19. Date rec'd by MFR: 04may19. A user interface (ui) assembly was returned for analysis. An investigation was performed on the returned component and the root cause for the dim display was isolated to a burn out of a cold cathode fluorescent lamp (ccfl) backlight. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.